Manufacturer narrative:
The following fields were corrected with additional information: d.10. Device available for evaluation: yes. H.3. Device return to manufacturer?: no.

Event description:
It was reported that a 17 g bd blunt plastic cannula was bent. The following information was provided by the initial reporter: "a bent cannula was found."

Manufacturer narrative:
H.6. Investigation: four photos were provided for evaluation. They show three shelf boxes; three opened packaging blisters, the packaging blister top web, and three cannulas blunt plastic with needle bent. On june 30, 2020, the customer also provided 317 samples for investigation. Three hundred fourteen (314) samples came in sealed packaging blisters and three samples in an opened packaging blister in a separate plastic bag. A visual inspection was performed. The 314 samples were found with no bent cannula or any other defect. The three samples have bent cannula; these are the samples shown in the photos provided. A potential root cause can be attributed to the multivac packaging process. The bottom web is formed to create a kind of nest, and the part is placed in the "nest." Then the top web is placed, and the blister is sealed. In this case, the part with the bent needle stayed longer time exposed to the heat sealing the top web. This would have happened while the process was stopped. The part with the needle bent was not detected during subsequent processing/inspections. Based on the investigation and photos provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that a 17 g bd blunt plastic cannula was bent. The following information was provided by the initial reporter: "a bent cannula was found."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 17 g bd blunt plastic cannula was bent. The following information was provided by the initial reporter: "a bent cannula was found."